Event description:
It was reported that the right atrial (ra) and the right ventricular (rv) leads were not pacing or sensing appropriately. The ra lead had high impedance, high pacing threshold, and small p-waves. The rv lead had high impedance, high pacing threshold, and small r-waves. A stylet was inserted into both leads and slack was added back. Normal position was seen via fluoroscopy post-revision and measurements were within normal limits. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.